Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received atp therapy due to oversensing. Egms showed extreme variance in the r-wave amplitudes and some under sensed r-waves. A possible micro-dislodgment was suspected. The lead was explanted and replaced.